Event description:
Information received from the field does not address the patient's clinical status but notes that during implant, <100 ohms lead impedance was observed when the lead was connected to the ICD. Impedance via an analyzer was 990 ohms. The physician inspected the exposed proximal portion of the lead and noted no anomaly. The physician elected to keep the lead implanted.